Event description:
Complainant alleged that the medics were attending a pt who had collapsed after a long walk. The pt had been down for some time prior to CPR being initiated. The medics analyzed the patient's heart rhythm with the device in semi-automatic mode. The device advised "no shock" to the pt. The medics determined that the pt was presenting a shockable course ventricular fibrillation heart rhythm. The medics obtained a second device and shocked the pt three times, once at 200 joules, again at 300 joules and a third time a 360 joules. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt had been down for some time prior to CPR being initiated.